Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found to have a broken or detached piece in a location that could potentially fall into the patient. The complaint regarding distal tip is shattered was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.

Event description:
It was reported that the endoscope plus, 30° distal tip was shattered. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: device damage was identified during central processing, with no fragments reported to have fallen from the device while in use within a patient. Since the incident occurred during instrument processing and not during patient use, there was no patient involvement, no fragments fell into a patient, and no patient required follow-up for post-surgical complications related to retention of foreign material.